Event description:
It was reported that a customer using an ilet with a dexcom g7 experienced a pairing issue after changing the sensor, initially not seeing a sensor warmup countdown; upon follow-up, the system displayed warmup mode and the countdown, and subsequent contact confirmed successful connection. Symptoms included no adverse health effects. Outcomes included no impact to health, no medical intervention, and normal device use after guidance. Investigation included customer education and remote troubleshooting to verify sensor warmup status and communication between the cgm and ilet. Investigation of this case revealed that the device was functioning as expected once the sensor was properly initiated, with no hardware or software malfunction identified. It was concluded, based on previously established findings for similar reports, that user setup and timing during sensor replacement caused the transient pairing concern.